Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving bupivacaine 10 mg/ml; 1.65 mg/day and dilaudid 10 mg/ml;1.65 mg/day via an implantable pump. Indication for use was non-malignant pain. The date of the event was (B)(6) 2019. It was reported the hcp attempted to do a refill on (B)(6) 2019 but was unable to aspirate or refill the pump. The hcp tried a few refill kits and believed she was performing the refill as directed. There had been no refill issues in the past. The hcp stated there may be a little blood clot at the tip of the needle, but the needle and tubing were patent. The hcp confirmed proper needle orientation, manufacturer refill kit was being used, and checked kit tubing and needle patency. No symptoms were reported. No further complications were reported.